Event description:
It was reported that the device could not be interrogated with no pacing noted on the electrocardiograph. There was no magnet response even with two magnets applied to the device. The device is suspect of complete battery depletion and in end of life (eol). It was noted that two weeks prior, the device had a magnet rate of 85 beats per minute. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis found the battery to be out of specification for an electrical parameter.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)